Event description:
Patient had a generator replacement occur. Explanted generator was returned for analysis. Product analysis is underway.

Event description:
Generator analysis was performed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the pa lab. Device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator battery measured 2.968 volts and found to be at an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Patient was reported to have had efficacy from vns until 6 months ago. The patient is now having multiple (2-3) seizures daily. The patient battery was noted to be declining and was noted in relation to the increase in seizure frequency. The increase in seizure frequency were also noted to be possibly due to stress. Follow up is being performed to confirm the cause of the increased seizures. No additional relevant information has been received to date.